Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a melted plastic on side of wrist. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no arcing was observed during the procedure; a monopolar curved scissors were also in use; no patient injury occurred; no collision with another energy instrument was reported; the surgeon attributed the damage to placing monopolar curved scissor tips on the fenestrated bipolar to use both energies; the instrument showed no damage during prior inspection; the issue was identified at the beginning of reprocessing; the instrument was not replaced and has been shipped back to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissors for failure analysis.